Event description:
It was reported there was a lead alert due to high impedance measurements on the right ventricular lead. A chest x-ray was performed and confirmed insulation damage with lead fracture likely due to clavicular crush. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012. (B)(4).